Manufacturer narrative:
Analysis was performed on the returned device. The lever was returned in an open position, an attempt was made to fully deploy the plunger, but resistance was met which was likely due to dried blood in the device. The device was left soaking in the water bath for 2 days. After soaking the device, the plunger was fully deployed with no resistance noted. Therefore, the reported plunger mechanical jam could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to mechanical jam (failure to deploy) include but not limited to, interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the needles of the prostyle device did not come out [deploy]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.